Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found buildup at shear valve 87/127, which caused the retic clearing line at vl95/98 to pop off, causing the leak. The fse trimmed and reconnected the lines which fixed the leak. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was from the random access module (ram) of the instrument. The volume of the leak approximately 3ml and was not contained within the instrument. The instrument was running a startup procedure when the leak was identified. The reticulocyte count was high during the startup procedure and patient samples were not run. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.